Event description:
The end user reported that during a self catheterization procedure, the catheter broke and a piece was retained.

Manufacturer narrative:
The end user stated she performs self catheterization every 1-2 months. When this incident occurred, she did not have a straight cath kit and opted to use a speci-cath kit instead. Upon removal of the catheter, she states it became stuck and was difficult to remove. She later developed bladder spasms. A transurethral ultrasound identified a one inch long piece of tubing in her bladder. On the following day, she passed the catheter piece on her own without further incident. The end user refused to return the sample for eval. She sent two photos for our review. There are two catheter pieces shown in the photos. The fractured ends appear smooth and angular and look as though they could have been cut. There are no sharp objects found within this kit that could cause such a kit. We have no prior history of similar complaints for this issue with this catheter. It is not known if user error played a role in the reported incident. We have not identified a root cause and no corrective action is indicated at this time.